Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the failure-to-advance issue was most likely related to the patient¿s calcified vessel condition and anatomical abnormalities.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported events include failure to advance, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a (B)(6) year-old male patient presenting with cardiomyopathy, scai shock stage d, with a history of known coronary artery disease (cad). There was difficulty implanting the device into the axillary artery, and after the initial placement, the impella 5.5 popped out of position. The surgeon elected to remove the device, and the optical sensor displayed high pressure readings. The team decided to replace the impella 5.5, and the exchange proceeded without complication. The patient remained on support. The reported events include failure to advance, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.